Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the ¿ok¿ button was under responsive. It was reported that the keypad cover was undamaged, there was no evidence of moisture or corrosion in the pump, and no delivery issues were noted. . This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2015 with the following findings: the ok key was intermittently responding to user presses. Contamination was found under the ok key contact. The battery compartment was cracked above and below the bumper pad. The display screen had a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.